Event description:
It was reported that the monitor was in standby and without user intervention it changed to the main screen. The monitor also printed by itself. There was no pt injury reported. (B)(4).

Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a recall on (B)(6) 2010 to address this problem. No pt deaths or injuries have been reported as a result of this condition.